Event description:
Per the clinic, the patient experienced an infection at the implant site (treatment for the infection unknown). The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on december 8, 2023.